Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 10-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019, the patient reported that in 2016 her catheter got kinked after her pump flipped and her physician had to perform a revision to flip the pump back over and fix the catheter issue. She thought the catheter had clogged or kinked right up next to the pump, so she thought they just cut it off, hooked it back up, and tacked it down so it wouldn¿t move. Per the patient, the pump moved because she had lost weight. The issue was resolved. No patient symptoms were reported. No further complications were reported/anticipated.